Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-sep-2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to the service center where it was found that the cover was burnt, the insertion section was wrinkled/bulging, the switch box was cracked/leaked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, relation between the event and the device is unknown: ·growth of klebsiella oxytoca was reported from biopsy channel in culture testing by the user after reprocessing. ·the subject device was returned to the user from the repair center, therefore the event was not reproduced for it was not culture tested. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer sent the olympus scope to an independent laboratory for culture testing and the scope had tested positive klebsiella oxytoca for the washing liquid from the operating channel. The user facility provided additional information regarding the methods used to clean, disinfect and sterilize the endoscopes. At the facility, during preliminary cleaning, water is suctioned through the suction/operating channel and the air/water and auxiliary channels are washed using the detergent aniosyme 3x. The scope is manually disinfected aniosyme 3x. The scope is stored vertically in a cabinet. The scope is sterilized daily using peracetic acid. The device has been returned to olympus but the device evaluation has not been completed to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent in the evis exera iii gastrointestinal videoscope to olympus for the standard repair of ¿loss from the handle.¿ the customer later reported the subject device had also tested positive for klebsiella oxytoca from the washing liquid of the operating channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is being submitted for the subject device testing positive for klebsiella oxytoca.